Event description:
It was reported to manufacturer, by facility, nursing home. Per facility, resident was being lifted when the swivel bar fell from the boom resulting in the resident falling to the floor. Inspection by facility revealed that the s bar hook had separated from the swivel bar. Per facility, they had replaced all the assemblies in the facility last year and the bolts are changed every year. No parts being returned; however, pictures were sent to manufacturer for evaluation. As reviewed by the manufacturer, the pictures show more wear than what would occur in a year's time. The part looks to be very old and worn; this would appear to be a case of neglect. Proper and regular maintenance would have prevented this from occurring.